Manufacturer narrative:
(B)(4)

Event description:
Two x-ray images from 4 years post-implant were reviewed. The endurant bifurcate was seen implanted with the ipsilateral limb on the left side, and contra limb and extension were positioned on the right side. The suprarenal stents were slightly constrained relative to the bifurcate proximal stent graft margin. The bifurcate aortic body was angulated 55 deg rt-lt and 50 deg a-p; relative to the limbs. The left ipsi limb was essentially straight, and the contra limb was gradually angulated 60 deg lateral-right about its mid-length. From the films provided no stent fracture could be confirmed. Near the level of the flow divider on the left/ipsi side there is a slight discontinuity (gap) near the apex of one of the stent rings. It could not be determined if this was due to a mechanical separation (fracture) or if this was an artifact. The two x-ray images were further reviewed. There is potential fracture on the ipsilateral side of the stent graft.

Event description:
An endurant stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that event was found on a post-operative follow up CT scan done. The physician believed that there was a fracture in the stent graft. Per the physician, the event was related to the device. No clinical sequelae were reported and the patient is fine.